Manufacturer narrative:
A voluntary medwatch form was sent to the FDA by the surgeon's facility. A copy of the form was received at cochlear on (B)(4) 2007. The voluntary report number is listed above. (B)(4).

Event description:
Per the audiologist's report, the patient reported feeling an uncomfortable sensation while using the processor on (B)(6) 2007. Reprogramming the processor and exchanging external equipment did not resolve the problem. The results of an integrity test done on (B)(6) 2007 were consistent with normal receive/stimulator function and multiple electrode anomalies. The patient's sound processor was reprogrammed with the anomalous electrodes deactivated. The patient's device was explanted and the patient was reimplanted with a new device during the same surgery on (B)(6) 2007.